Manufacturer narrative:
Other relevant device(s) are: micra-delsys, model #: mc1vr01-delsys / expiration date: 2020-03-28 / serial#: (B)(4), mfg date: 2018-10-09. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was repositioned six times during the initial implant attempt in order to obtain acceptable threshold values. The patient experienced a drop in blood pressure due to perforation, effusion and tamponade as a result. The effusion was drained and the patient stabilized. The following day the patient had a temporary cardiac arrest and resuscitation was successful. The patient passed away eleven days after the implant procedure due to liver failure.